Event description:
Additional information received stated that the cause of the loss of stim and the ins turning off was that the charger was taking more than 6 hours to charge, and when it was removed the ins turned off. It was reported this happens often. The patient turned the ins back on with their programmer, but reported the stimulation issue and pain had not been resolved. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s therapy turned off by itself. The patient noticed that stimulation was off right after they finished a recent charging session. The manufacturer representative stated that the patient had taken care not to touch the on/off buttons on the recharger while charging their implantable neurostimulator (ins). It was reported that the patient was traveling throughout the month and noticed that their stimulation had been off from (B)(6) 2019. During that time, the patient¿s pain had gotten progressively worse and after checking their system, they noticed that the ins was turned off. The manufacturer representative mentioned that the that the patient would charge about every three weeks and had low settings. It was noted that the issue started about a year prior to the date of this report. No further complications were reported or anticipated. Indication for use is non-malignant pain.